Event description:
Report received of an independent rate change during the programming of the pump. The nurse was programming the pump to infuse an unspecified volume of five percent dextrose in lactated ringer's at a rate of 125ml/hr on the primary line and an unspecified volume of unasyn at a rate of 100ml/hr on the secondary line. It was reported that when the nurse turned the dial to "run", the pump delivered the primary solution at the faster secondary settings. The pump was replaced and the pt rec'd the primary and secondary solutions without incident. The pt did not experience any adverse effects. The pump was removed from clinical use. Though requested, no further info was available.